Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. (B)(4).

Event description:
It was reported that the impedance on the right ventricular (rv) lead increased and triggered a high impedance alert. The physician questioned mineralization as the cause. The alarm limit was increased and the lead remains in use. No patient complications have been reported as a result of this event.